Event description:
Patient reported that infusion set broke and they became very ill and was vomiting (blood glucose of 500 mg/dl). Pt self-treated high blood glucose by delivering 5 u of insulin via injection.